Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is not currently available. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 130, left, 13 mm, 21.5 cm on (B)(6) 2016. On (B)(6) 2016 the patient went to the hospital due to persisting pain. The radiological examination showed that the nail was broken. The patient was revised on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient had pain and went to the hospital. The x-rays taken on (B)(6) 2016 showed that the znn nail was broken. The znn nailing system was removed and replaced with dhs system on (B)(6) 2016. Devices analysis visual examination: the broken nail, lag screw, set screw, nail cap and two cortical screws were returned for investigation. The visual examination shows that the nail was broken through the lag screw hole. The fracture surface on both broken parts is characterized by beach lines depict the fatigue character of the fracture. On the fracture surfaces no material defects that could have triggered the fracture could be detected. On the proximal broken part there are signs of lag screw movements visible. In addition, it can also be seen some drilling traces in the lag screw hole. The lag screw shows some polished areas and damages around the grooves and also in the middle part of the shaft. The other returned products do not show any abnormalities. Conclusion summary: it was reported that the patient, (B)(6), had pain and the x-rays showed a nail breakage. The removal of the znn nailing system was done on (B)(6) 2016. The nail was in vivo for approx. 6 months. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The fracture surface characterized by beach lines depicts the fatigue character of the fracture. There are several factors which may have contributed to the breakage. It can be that the nail was over stressed. A wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the nail breakage could not be determined. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).